Event description:
On 5/20/97, the facility district manager contacted a MFR sales representative and reported that the clamps are breaking off of the 19ga needles. It was additionally stated that some are opened and some are not opened. The infusion sets which are not opened reportedly have cracked clamps and have yellow discoloration. A return material authorization number was issued for return of 48 devices which includes the remainder of the facility's inventory. The MFR sales representatives stated that the unopened device clamps disintegrate upon touching. Further info from the facility district manager, on 5/23/97, revealed that one set had been used on a pt at the time of breakage.

Manufacturer narrative:
The devices were returned to the MFR and have been analyzed as follows: received a large box containing an explant container and 105 unused/unopened infusion sets. The four used infusion sets revealed the white spring clamps to be broken. Microscopic evaluation of these units showed no other anomalies. The unused units were tested to verify the integrity of the white spring clamp. 62 of the 105 clamps broke while attempting to clamp them. A trend analysis was performed on similar incidents for this cat. Number and a trend has been identified. The facility's report of device breakage has been confirmed. The MFR is currently investigating possible causes/factors which may have contributed to the increased breakage of the device clamps for this device. No further info is available at this time.